Event description:
The physician attempted to put in an optease filter into a male pt. During the attempt, the sheath kinked and the filter became entrapped inside of the sheath itself. The product was removed and a new sheath and filter were inserted to complete the procedure. There was no reported injury to the pt. Add'l info indicated that the filter puncture the sheath.

Manufacturer narrative:
The physician indicated that he never has any problems with any device, and he followed all (IFU) instruction for use when handling the optease filter and sheath. The pt's anatomy was not tortuous or calcified. No further info was available. Add'l info will be submitted within 30 days of receipt.